Event description:
Per the clinic, the patient began experiencing an intermittent pulsating and throbbing sensation around the implant, occurring approximately 10 or more times per day in (B)(6) 2025 (specific date not reported). In (B)(6) 2026 (specific date not reported), additional symptoms developed, including a tingling and pulling sensation around the implant bed with extension into the neck upon leftward head rotation. It was also reported that the patient developed episodes of excessive warmth in the affected area, accompanied by intermittent dizziness/lightheadedness and pain lead to non-use of the device. Susbequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.